Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx catheter was selected for use. However, after setting the polarx system, while testing and inserting the polarx cryoballoon into the patient's body, the error message error 2-0001000-1 the injection pressure is too high was displayed. The physician tried disconnecting and reconnecting the cryocable from the console and catheter, but it did not solve the problem, then he tried replacing both balloon catheter and cable, but the issue persisted. The procedure was cancelled. It is unknown if the device will return for laboratory analysis.